Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and upon initial observation found to have shell failure, and no discoloration. The device was unable to be weighed. Upon device inspection, explant was received in 1 piece. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the area and are as follows: 100932626 analysis 120x 1, and 100932626 analysis 120x 2. The observed result of mechanical testing was 233 % for ultimate elongation and 5.5 (lbf) for ultimate break force. The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.